Event description:
It was reported that customer experienced repeated cgm error 42 on pump and no longer felt safe using it. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was walked through a pump reset that cleared cgm error, and was advised that pump would be replaced; customer was instructed to place current pump in storage mode before returning it, to continue using current pump until replacement arrived, and to program pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.